Manufacturer narrative:
(B)(4). The date of this report on the initial manufacturer report was incorrect and has been updated.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, keeps rebooting, which was unable to be reproduced during evaluation. Evaluation confirmed the complaint through observation of improper shutdown messages preceded by a battery alert in the event history log. The unit was able to charge a depleted wireless battery module and the device passed testing. Q5 on the back flex had one leg lifted and the other leg showed signs of heat damaged (bubbling of coating). The rear case was replaced.

Event description:
It was reported that a spectrum pump keeps rebooting. It was also reported there was no patient injury.